Manufacturer narrative:
D9: 24-may-07. H3: one device was returned for analysis in used condition. Visual inspection showed the device was missing battery cap and corrosion on battery compartment. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The device did not have power and had a damaged corroded battery compartment due to device mishandling. The battery compartment was replaced to resolve this issue.

Event description:
It was reported that the battery door and battery were loose. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.